Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h10. Corrected fields: d1, d4, h6 (type of investigation, investigation findings, investigation conclusions). A getinge fse was dispatched to evaluate the unit and found that the problem was the power supply assembly was not charging the battery. To fix the issue, the fse replaced the power supply assembly. The unit was returned to the customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) battery back up low. There was no patient involvement.